Event description:
Follow-up identified surgery took place wherein the original ipg was replaced with a smaller device to address the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited relevancy information related to the patient's medical history and is unable to form an opinion as to the of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort on the right side of the ipg site. As a result, surgical intervention may be undertaken to address the issue.